Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy, and the patient subsequently died. On the day of the event onset, the patient experienced a fainting episode; which is considered a manifestation of peritonitis. The patient was hospitalized that same day and diagnosed with peritonitis. Also that same day, the patient started treatment with intraperitoneal vancomycin (dose and frequency not reported) and intraperitoneal ceftazidime (dose and frequency not reported) for peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was diagnosed with sepsis. Two days after the event onset, the patient passed away. The cause of death was reported to be sepsis; however, an autopsy was not performed. The vancomycin and cefazolin treatment remained ongoing until the time of death. Extraneal and physioneal therapies (via continuous ambulatory peritoneal dialysis) remained ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.